Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/left coil could not be found"), pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: pills from 2004 to june 2009. In june 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, headache, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: in sep-2009, the results of essure confirmation test showed left essure coil could not be found. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), malposition of essure device (left coil could not be found), migraines / headaches, nausea, dysmenorrhea (cramping) and fatigue. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a pelvic surgery in (B)(6) 2012 ). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.